Manufacturer narrative:
This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 178 mg/dl (system 1) and 399 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.